Event description:
It was reported that during a routine tracheostomy tube change, the cuff deflated. When reinflated and checked, the cuff deflated again within minutes. The cuff had been checked prior to insertion and no problems were found. Patient required a tracheostomy tube replacement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a tracheostomy tube was received for evaluation. A visual inspection was conducted and observed all the components were assembled properly. Inflation deflation tests were performed and observed that the cuff held the air. The device was left inflated for 24 hours and no deflation was observed. Additionally, the unit was submerged into a container filled with water and no leaks were noted. The customer reported complaint was not verified as the device was found to be functioning as intended.